Event description:
The customer reported that the unit failed to power up due to the battery failing to charge.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up due to the battery failing to charge. The unit was evaluated locally and the failure was verified. Replacing the power pca resolved the failure. The unit passed all post servicing testing and remains at the customer site.